Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg site was relocated due to discomfort (ref MFR report: 1627487-2014-15384). The new ipg pocket site appeared to be swollen and the older site is tender. F/u identified the old ipg site has improved. The pt is under physician's observation.